Event description:
The customer reports that they have been experiencing high blood glucose levels. The customer's blood glucose was 600 mg/dl. The high blood glucose readings were treated with a manual injection. The customer was hospitalized for high blood glucose readings. The name of the hospital was (B)(6). Advised to run a manual prime and insulin did exit. Advised the customer to change the entire set, reservoir, insulin, and to treat according to their health care professional. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.